Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after activating the hemopro device the first time to ligate a branch, the device remained activated. It was removed and disconnected immediately. A replacement device was used to complete the procedure with the same extension cable. The hospital did not report any pt effects. The hospital intends to return the product in question. The extension cable used during this event was reprocessed and sterilized for another case and will not be returning to assist with the investigation of the suspect device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).